Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) became hard to squeeze for the first attempts making the device difficult to inflate. A revision surgery was performed to explant and replaced only the pump since the other components were in good condition. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Under microscopic evaluation bodily fluid was found within the pump; despite this, the pump passed leak testing. The pump was not functionally tested due to the visible contamination inside the pump block. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) became hard to squeeze for the first attempts making the device difficult to inflate. A revision surgery was performed to explant and replace only the pump since the other components were in good condition. No patient complications were reported.